Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test, and the insulin pump was unable to prime during the prime/force sensor system test due to the protruded/loose drive support disk. No compromised force sensor system alarm was noted during testing. The insulin pump was received with a scratched lcd window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received the motor error alarm during a bolus as well as the compromised force sensor system alarm on the insulin pump. The customer's blood glucose was 370 mg/dl. Troubleshooting was done. The customer's mother stated that the drive support cap on the insulin pump appeared normal. Advised customer that the compromised force sensor system alarm may have occurred when , during seating, the force sensor did not detect the reservoir. The customer did not recall any significant events leading to the motor error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.